Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his chest, arms and back. It was reported that the patient had a known metal allergy. The patient was prescribed an antibiotic for the irritation. During a follow up it was reported that the patient was using (B)(6) but that the irritation hadn't improved due to the allergy. The final medical outcome of the irritation is unknown.